Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("progressive tensional generalised pain for some time") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of domestic violence. Essure was removed in (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), headache ("headache"), myofascial pain syndrome ("myofascial pain syndrome"), fibromyalgia ("fibromyalgia"), stress ("stress"), mixed anxiety and depressive disorder ("mixed anxiety and depressed mood."), pain in extremity ("axial pain"), arthralgia ("pain in hips, knee pain"), fatigue ("tiredness") and poor quality sleep ("sleeps very poorly"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). At the time of the report, the fibromyalgia, mixed anxiety and depressive disorder and poor quality sleep were resolving. The outcomes for pelvic pain, headache, myofascial pain syndrome, stress, pain in extremity, arthralgia and fatigue were unknown. The reporter considered arthralgia, fatigue, fibromyalgia, headache, mixed anxiety and depressive disorder, myofascial pain syndrome, pain in extremity, pelvic pain, poor quality sleep and stress to be related to essure administration. The reporter commented: following the removal of essure, it improved but over the past 3 months she has started to suffer from headaches, abdominal pain and heavier and more frequent menstrual periods ((B)(6) 2019). Latest cytology test in (B)(6) 2019 was normal. Vagina, normal. Cervix of healthy appearance. Uterus and fallopian tubes and cervix, normal. Functional and organic limitations are observed, so gentle physical exercise and improvement of sleep patterns at night are recommended. Avoiding major physical exertion and lumbar overload is recommended. On (B)(6) 2019, report from the emergency department at hospital de torrejón due to pain in left foot; suggestive of enthesopathy in the ankle. On (B)(6) 2019, bruising of the hand. On (B)(6) 2019, visual disturbance. On (B)(6) 2020, acute coxalgia. On (B)(6) 2020, swelling of left ankle, incipient osteoarthritis of hands. On (B)(6) 2020, chronic fatigue syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): correction of physiological lumbar lordosis. No changes in vertebral body alignment. No protruding discs or significant foraminal stenosis observed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Fu 2 & 3 processed together. 06-feb-2023: new ha number. Fu 2 & 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("progressive tensional generalised pain for some time") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of domestic violence. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), headache ("headache"), myofascial pain syndrome ("myofascial pain syndrome"), fibromyalgia ("fibromyalgia"), stress ("stress"), mixed anxiety and depressive disorder ("mixed anxiety and depressed mood."), pain in extremity ("axial pain"), arthralgia ("pain in hips, knee pain"), fatigue ("tiredness") and poor quality sleep ("sleeps very poorly"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). At the time of the report, the fibromyalgia, mixed anxiety and depressive disorder and poor quality sleep were resolving. The outcomes for pelvic pain, headache, myofascial pain syndrome, stress, pain in extremity, arthralgia and fatigue were unknown. The reporter considered arthralgia, fatigue, fibromyalgia, headache, mixed anxiety and depressive disorder, myofascial pain syndrome, pain in extremity, pelvic pain, poor quality sleep and stress to be related to essure administration. The reporter commented: following the removal of essure, it improved but over the past 3 months she has started to suffer from headaches, abdominal pain and heavier and more frequent menstrual periods (B)(6) 2019). Latest cytology test in april 2019 was normal. Vagina, normal. Cervix of healthy appearance. Uterus and fallopian tubes and cervix, normal. Functional and organic limitations are observed, so gentle physical exercise and improvement of sleep patterns at night are recommended. Avoiding major physical exertion and lumbar overload is recommended. On (B)(6) 2019, report from the emergency department at hospital de torrejón due to pain in left foot; suggestive of enthesopathy in the ankle. On (B)(6) 2019, bruising of the hand. On (B)(6) 2019, visual disturbance. On (B)(6) 2020, acute coxalgia. On (B)(6) 2020, swelling of left ankle, incipient osteoarthritis of hands. On (B)(6) 2020, chronic fatigue syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): correction of physiological lumbar lordosis. No changes in vertebral body alignment. No protruding discs or significant foraminal stenosis observed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.